Event description:
Per the clinic, the patient experienced a decline in performance with the implanted device and the device was explanted on (B)(6) 2026. The patient was reimplanted with a new device during the same surgery.